Event description:
It was reported that bd¿ eswab collection kit, regular one carton appeared to label or sticker peeled off. The following information was provided by the initial reporter: one carton out of 8 cartons received, there is a large mark that a label or a sticker had been peeled off.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that bd¿ eswab collection kit, regular one carton appeared to label or sticker peeled off. The following information was provided by the initial reporter: one carton out of 8 cartons received, there is a large mark that a label or a sticker had been peeled off.